Event description:
It was reported that a healthcare provider (hcp) could not get flow of csf or saline through a portion of a catheter. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.